Event description:
It was reported that during a low anterior resection procedure, the tip of the active blade broke off. The tip was retrieved and the case was completed with another like device. There was no patient consequence.